Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked and the device became unusable, and a replacement was arranged with confirmation of shipping details and delivery timeline; the customer was reminded to return the damaged unit using the provided label. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical care or hospitalization. Investigation included review of the reported hardware condition and user interaction history. Investigation of this case revealed physical damage to the display consistent with external impact, resulting in loss of usability; no device component malfunction beyond damage from external force was indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.